Event description:
It was reported that during a colectomy procedure, the first device burnt the circundant space of the intestine adjacent to the surgical site. The second device had a failure in the button on the action handle, which made it unusable during the surgery. The surgeon proceeded to suture the perforation in the adjacent intestine.

Manufacturer narrative:
D10 concomitant product: lxmj44l, maryland xp latch sealer/divider 44cm (lot # 33230148x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.